Event description:
It was reported the patient lost stimulation/therapy. Surgical intervention was undertaken during which the ipg was explanted and replaced. Surgical intervention addressed the issue.